Manufacturer narrative:
Additional narrative: this information was not provided during initial report. Additional information has been requested. Reported implant date was october 2006. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacture date without the lot number.

Event description:
Sales consultant reported that account complained that the rod pulled out of the locking cap and 3d head at the l5 location. A lumbar fusion was completed approximately 4 months ago using the click'x. During a follow up visit one week ago of the affected area (l3, l4 and l5), x-ray indicated that the left side rod had pulled out of the l5 3d head. Revision surgery was performed to replace the three (3) locking caps (498.570) and one(1) 3d head (498.571) and one (1) rod (498.141) on the left side. All of the same part numbers were used in the revision surgery.